Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The sample also had a discrepant value when tested with the elecsys ft4 ii assay on a second e 801 analyzer that was used for investigation. The results measured on the reporter's analyzer were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4ii assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4iii assay. The sample was tested at the customer site on (B)(6) 2019. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The serial number of the reporter's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of october 2019 was used on this analyzer.

Manufacturer narrative:
The customer sent the patient sample to the manufacturer for investigation. The customer's ft3, ft4, and tsh results were reproduced. The presence of an interfering factor was detected for ft3. Labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.